Event description:
The customer reported that they opened the 8lpc box and it was found to contain an outer size 8lpc and a size 6 inner cannula. There was no patient involvement.

Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned a failure investigation will be performed. No analysis or conclusions can be made with out the device.